Event description:
Customer's husband reported that the customer's insulin pump had a low battery. He stated that after inserting a new battery, the display was blank. The blood glucose reading was 319 mg/dl. He stated that the insulin pump showed no signs of damage and that it had not been dropped, bumped, or exposed to moisture. He stated that the contacts on the battery cap were not missing or damaged and that the battery compartment was not damaged or corroded. Customer's husband was advised to insert a new battery and stated that the display did not return. He was advised to clean the battery contacts with alcohol, let dry and insert a new battery. He stated that the display did return at that time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.